Manufacturer narrative:
Further information has been requested but not yet provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device replacement procedure, it was noted the ventricular lead looked different (tip area loose from the lead body). As a result, the lead was capped and a new ventricular lead was implanted. The patient is stable.